Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Based on the information received the cause of the stenosis cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) -year-old patient with an edwards valve implanted in the mitral position underwent transcatheter valve-in-valve procedure after an implant duration of six years, 11 months due to severe stenosis. A 29mm transcatheter valve was implanted inside the failing surgical valve.